Event description:
The customer reported during a pain management case, the system made "popping" noise and the image changed to just static. The technician re-booted the system and initiated another x-ray and the system popped again. The image again changed to static. The procedure was cancelled and the pt was re-scheduled. No pt injuries were reported.

Manufacturer narrative:
(B) (4). The ge service rep verified the problem at the high technique x-ray tube arcs and displays overfault error on the mainframe display. He installed the x-ray tube and completed the generator calibration. The system operates as intended.